Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before using the device on a laparoscopic appendectomy, a piece of yellow protector clip was inserted into the groove of the reload and did not want that to end up inside of the patient¿s lung. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to the shipping wedge. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit(sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. If information is provided in the future, a supplemental report will be issued.